Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a trailing haptic of the preloaded intraocular lens (iol) was detached and remained at the tip of its injector during surgery. The iol was implanted without the trailing haptic and it was not removed. The patient's visual acuity was good enough and no patient injury was reported. Through follow-up we learned that the iol was used with ophthalmic viscosurgical device (ovd) and it was injected into the hydration port. The ovd was applied horizontally on a tray and filled the cartridge. The plunger was unlocked for almost no time after it was half turned and it was rotated and pushed forward as usual. The iol release occurred within one minute. No resistance was felt while preparing the preloaded iol. On (B)(6) (one week post iol implantation) the patient reported to be suddenly blind. Poor vision was also reported. The patient was not hospitalized. The physician considered removing or replacing the iol; however, the iol remains implanted. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22-apr-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the returned suspect product. The device presented with the plunger rod partially advanced, a portion of a lens was stuck in the cartridge and the cartridge tip was damaged. Viscoelastic residue was observed throughout the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens portion was removed and presented as a piece of the lens that was torn from the optic body and that piece included the haptic. Additionally, a photograph provided by the customer was evaluated. The picture showed a pseudophakic eye claimed to be implanted with a tecnis preloaded monofocal lens, model dcb00. The lens optical edge was found to be displaced to the left side of the eye (in relation to the picture), the iol edge was observed from 12 to 6:30 at the center of the pupil. Per the nature of the issue and the amount of lens displacement/decentration, it is expected to impact the visual acuity and may cause other visual distortions if remains implanted and decentered. However, the actual amount of impact and the potential root cause of the incident cannot be determined from a picture assessment. No further evaluation was performed. The complaint issue "haptic detached" was not identified during photograph and product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.